Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that since the implant procedure was performed the patient had continual drainage and wound dehiscence at the battery incision site. The rep reported that the surgeon made an attempt to re-suture the device to help heal. The rep reported that the patient went to the hospital following a couple weeks of her incision not healing properly; it started to drain again. The rep reported that the issue was discussed with the patient and the hcp. The decision was made to explant the whole system. The rep reported that a culture swab was done and it was found to be positive for staph. The rep reported that the issue was resolved at the time of the report. No further complications were reported.